Event description:
It was reported that during a laparoscopic distal pancreatectomy and splenectomy procedure, the surgeon used the device for dissection around the pancreas and spleen; it was very tight space that he was going through. He used the device on min power level 3 for his dissection. He closed the jaws of the device, however, the tip of the device could not be seen and the tissue between the jaws could not be visualized as well. He closed onto the jaws of the instrument without knowledge without knowing if there was tissue present in the jaws. He continued pushing the button while keeping the jaws closed for 6-8 seconds of transection. The visibility became very poor and there was increased smoke and mist. When the device was opened the tissue pad broke and fell into the open jaws of the device. They used a second like device to complete the procedure without consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.